Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "auxiliary alarm supply failed" (diagnostic code 1115), had occurred. The remote service engineer (rse) advised the replacement of the motor controller (mc) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the customer was advised to recreate the error code since the unit continued to run after the error code. The customer stated they were unable to recreate the error code and completed performance verification test (pvt). The customer confirmed the unit passed all tests. The customer was unable to recreate the error code. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.